Event description:
It was reported that the multiple episodes of non-sustained ventricular oversensing were observed and the implantable cardioverter defibrillator prevented therapy and the patient passed away. It was noted that in the egm it indicated that the patient had therapy and the rhythm destabilized. The patient appeared to be in clear ventricular tachycardia with rates bidding below the first zone protection however, the rhythm did not meet the criteria for detection or application of svt discriminators. Mixed between these instances there were also several magnet applications stored electrogram recorded which suggest that the caregivers may have actively been trying to allow the patient to pass without further therapy to allow a peaceful passing, as the patient had had 2 prior shocks less than 20min earlier. Further information was requested, however, was not provided